Event description:
It was reported that during repositioning of the guidewire, pavarin (dose unknown) was administered to treat a vessel spasm. One day post the index procedure, the patient experienced dizziness and oculomotor impediment. The physician found 'a little hemorrhage (exact location unknown)'. No special treatment was administered to the patient in response to the bleeding, and the patient's was reported to have a small hematoma anterior to the brain stem that resulted in mild dysfunction of the left eye.

Event description:
It was reported that during repositioning of the guidewire, pavarin (dose unknown) was administered to treat a vessel spasm. One day post the index procedure, the patient experienced dizziness and oculomotor impediment. The physician found "a little hemorrhage (exact location unknown)". No special treatment was administered to the patient in response to the bleeding, and the patient's was reported to have a small hematoma anterior to the brain stem that resulted in mild dysfunction of the left eye.

Manufacturer narrative:
A review of the device history record (DHR) confirmed that the device met all material, assembly and performance specification. The device is not available; therefore, physical analysis cannot be performed. Information available indicated that some resistance during repositioning of the device was encountered, and the patient¿s anatomy was described as mild. The exact root cause of the resistance experienced during repositioning cannot be determined. However, it is probable that resistance encountered could have hindered movement of the guidewire. The risk of the reported event is noted within the direction for use (dfu). Therefore, a root cause of operational context has been assigned to this investigation.